Event description:
Reportedly, during testing, the displayed fio2 reading was lower (16%) than the set value (21%). Calibration of the oxygen sensor could not resolve this issue. Upon, replacing the sensor, the issue was resolved. There was no patient involvement.